Manufacturer narrative:
Investigation outcome: self-test fail issue and ventilation canceled. We done calibration and we refixed all the cables after that ventilator worked for less then 10 mins and again going to ventilation cancel and self test fail. Need suggestion for further action. No patient involvement. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should is not an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Hamilton medical ag has requested further information concerning how the issue was solved. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
The following was reported to hamilton medical ag: "self test fail issue and ventilation canceled. We done calibration and we refixed all the cables after that ventilator worked for less then 10 mins and again going to ventilation cancel and self test fail.". No patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4).